Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that her blood glucose went from 261 mg/dl to 517 mg/dl in 4 hours. Customer stated the infusion sets might be leaking. Current blood glucose was 460 mg/dl and she experienced thirst; treated with manual injection. The drive support cap is recessed. The tubing had only two very small air bubbles, no insulin leak was found, insulin was not expired and the cannula was not bent. Insulin did exit the tubing with manual prime. Time, date and basal rates are set up correctly. Customer could not continue troubleshooting and stated she would change the set and call back.